Event description:
It was reported via repair work order that the safety bar sticks and would not swing freely. This can affect unloading of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.